Event description:
The hcp reported that the pt experienced an overdose effect when the medication in the infusion pump was changed from sufenta to morphine. The pump was turned off and restarted several days later. The pt experienced a cerebrovascular accident at the same time. The hcp is uncertain of the relationship of the morphine sulfate infusion to this event. The pt had suffered a "prior stroke in same region". The pt has recovered without sequela.